Event description:
New information received noted that it was low pacing impedance noted on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. After the procedure, it was noted that the right ventricular lead exhibited high capture threshold and low impedance. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.